Manufacturer narrative:
The report of suspected thrombus could not be confirmed through this evaluation as heartmate 3 lvas, serial number (B)(4), was not returned for evaluation. Additionally, analysis of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. The submitted log file contained data from 16jan2019 through 21jan2019. Transient low flow events were captured throughout the file when the estimated flow dropped below the threshold of 2.5 lpm. Several of these events lasted over 10 seconds, long enough to trigger 11 low flow hazard alarms between 16jan2019 and 20jan2019. Despite these alarms, no other atypical events were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. Thromboembolism is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 17 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 the patient was admitted from skilled nursing facility for dyspnea on exertion, consistent red hazard low flow alarms, and hypoxia on room air. The patient was given IV push bumex. Echocardiogram (echo) on (B)(6) 2019 found ejection fraction (ef) of 29% and was unchanged from post implant. Right heart catheterization (rhc) on (B)(6) 2019 revealed pulmonary capillary wedge pressure (pcwp) of 13mmhg, ci 1.6, and cardiac output of 3.1 lpm at 5200 rpm. On (B)(6) 2019, CT scan showed concern for aortic root thrombus. The lvad's inflow cannula was reportedly slightly towards septum for the patient¿s anatomy. Patient had left side pleural effusion tapped on (B)(6) 2019. The center would not adjust the lvad speed as could dislodge aortic root clot. Patient's inr was 2.1 on (B)(6) 2019 and the patient remained on coumadin and aspirin. The patient was reportedly stable and asymptomatic with alarms. Reportedly there were no changes to patient condition or anticoagulation status that may have contributed to the event. The patient had been anticoagulated on heparin/coumadin. Treatment was reported as increase in inr goal to 2.5 ¿ 3.5. The patient was discharged on an unspecified date. On (B)(6) 2019 the patient was stable, low flows had improved, and low dose diuretics resumed.